Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had uncomfortable pain from one of the implants all the way down their feet on both legs. Patient said that the doctor did surgery on their prostate to open up the flow in their bladder. Patient said the doctor did not tell them whether to turn the device off for the surgery. Patient noted that the reason for the prostate surgery was unrelated to their device/therapy. Patient said they were experiencing jitteriness in their legs and feet and the symptoms had gotten worse since yesterday. Patient turned off stimulation and would see if there is any change in their symptoms. Patient was redirected to the health care professional (hcp) to notify them that they had turned off therapy and also discuss the symptoms they were having. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
The other applicable components are: product ID: 3058, (B)(4) implanted: (B)(6) 2017, product type: implantable neurostimulator/ this event was also reported under manufacturer report 3004209178-2017-19305. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the uncomfortable pain was from the device. To resolve it, they cut if off for a couple of days and the pain was resolved.